Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience shortness of breath, difficulty breathing and multiple sinus infections. The patient did receive medical intervention in the form of antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, difficulty breathing and multiple sinus infections related to a CPAP device's sound abatement foam. The patient did receive medical intervention in the form of antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct,12 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, difficulty breathing and multiple sinus infections related to a CPAP device's sound abatement foam. Additional information was received about allegation of nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), lung disease, other severe or chronic asthma, sinus infection, and chest pressure. Section e1 and h6 health effects: clinical codes has been updated in this report.